Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the scope connector was no longer watertight. In addition, the coat of the insertion part serpentine tube is peeled off (1 mm 2 or more). It was noted, the insertion serpentine was crushed, the operation of the rotation mechanism was heavy, the curved rubber adhesive was missing. There were scratches found on the scope connector, the rotation mechanism, the insert serpentine tube, the operation part, the switch box, the grip, the angle lever, the up/down plate, the universal code, the light guide cover glass, and the scope connector cover. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis lucera elite bronchovideoscope had a pin hole. Upon inspection and testing of the returned device, it was discovered the coat of the image guide serpentine tube was peeled off (1 mm 2 or more). There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of deterioration of the image guide serpentine tube found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused after shipment by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.